Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch veriopro meter was reading inaccurately high. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests three times a day and manages his diabetes with levimir (every 12 hours) and novorapid insulin (sliding scale based on blood glucose readings). The patient reportedly tries to maintain his blood glucose level below 10 mmol/l. The patient alleged that before lunch on (B)(6) 2013, he obtained a blood glucose reading of ¿4.9 mmol/l¿ with the subject meter. The patient¿s action in response to his reported reading, however, is not clear. According to the patient as a result of the alleged meter issue, he reportedly developed a symptom of sweating (at an unspecified time later) and at the onset of his symptom he consumed food and/or drink (at lunch time) as self-treatment. The patient¿s symptom reportedly subsided immediately after treatment. The patient denied testing his blood glucose with another device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Test strip lot #: not provided.

Manufacturer narrative:
Follow-up # 1 (08/22/2013)-product evaluation: the associated test strips were returned on 08/09/2013 and analysis completed on 08/19/2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The test strips met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/13/2013 and 8/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.